Event description:
The integra customer service reported on behalf of the user facility the following event. The lumbar valve did not work like it should. The valve was explanted and a new lumbar valve was implanted.

Manufacturer narrative:
The device has been received for evaluation. An investigation has been initiated based upon the reported information.